Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. Root cause was determined to be a faulty processor board. No physical damage was noted during visual inspection. Review of the archive showed (latch error - internal parameter corrupted), thus confirming the reported complaint. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. As part of routine service, the pdb (power distribution board) was replaced to current revision. After repair, the autopulse passed all final testing with no faults found. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.